Event description:
It was reported that the pta balloon ruptured (atm unk) in an upper arm av fistula. There was no reported retraction difficulty. The procedure was completed with another balloon. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a longitudinal shaft break approximately 13.2cm from the distal tip. The investigation is inconclusive for a material rupture, as the balloon could not be fully inflated to check for a rupture. It is likely that the customer perceived the shaft break as a balloon rupture, as the balloon would not hold pressure due to the break. Based upon the available info, the definitive root cause is unk. It is unk if pt and/or procedural issues contributed to the reported event. The conquest pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.